Event description:
During a laparoscopic supracervical hysterectomy using a lina loop the pt sustained a complete transection of her left ureter. The lina loop had been applied at the uterine artery level and the uterine body was completely transected from the cervix. After complete morcellation of the uterus and fibroids, a completely transected left ureter was identified and repaired.